Event description:
It was reported that the doctor was performing a laparoscopic assisted vaginal hysterectomy with an harmonic ace+7 instrument and reported hearing a grinding noise from the device. A second device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Results = sheath missing the device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and the sheath of the blade was missing. Due to the sheath not being present, noise could be heard. No conclusions could be reached on how the sheath of the blade was missing.